Event description:
New information noted that the lead also exhibited high capture threshold.

Manufacturer narrative:
The reported events of noise, low pacing lead impedance and capturing problem were confirmed. As received, a complete lead was returned in two pieces. Visual examination found the inner insulation was breached at the suture sleeve tie region on the distal portion consistent with damage caused by overtightened suture. The cause of the reported event was isolated to the breached inner insulation due to suture tie down force. No other anomalies were found with the exception of procedural damage.

Event description:
New information noted the lead was explanted and replaced on (B)(6) 2021. Patient was stable after the procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented remotely via merlin.net with low out of range pacing impedance from the atrial lead. Lead also exhibited noise over-sensing that caused inappropriate automatic mode switches. Patient came in to the clinic, where noise was reproducible with isometric arm movements. Physician planned to continue to monitor. Patient was stable after the event.